Event description:
It was reported that evis exera iii video system center exhibited color bars image on the monitor. There was no report of patient harm or user injury associated with this event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
It was reported that the olympus sale representative called the olympus technical assistance center (tac), stating that the light on the cf-hq190l scope was functioning but when connected another scope to the cv-190, color bars displayed. The sale rep was advised by the olympus tech rep to check the cable connection and move the cable to the sdi2 input port on the monitor instead of the sdi1-a input port. The troubleshooting was successful by switching the cable to the right input and the image appeared correctly. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty serial digital interface (sdi) port of the monitor. Olympus will continue to monitor field performance for this device.